Manufacturer narrative:
The device is a combination product. Synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified distal stent consistent with the distal end of the stent coming into contact with the lesion. Damage was noted to the two most distal stent strut rows with struts lifted and stretched in a distal direction. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotebe kinks. The hypotube kinks most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device fo return. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage consistent with the tip coming into contact with the lesion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04 feb 2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery. Following predilatation with a 2.0x12mm emerge balloon, a 3.50 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor serious injury were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.